Manufacturer narrative:
The instrument has not been returned for evaluation. A follow-up MDR will be submitted if the monopolar curved scissors instrument is returned and failure analysis has been completed. The monopolar curved scissors tip cover accessory used in conjunction with the instrument was returned and evaluated. Engineering evaluation of the tip cover accessory found evidence that arcing had occurred.

Event description:
It was reported that during a da vinci s hysterectomy procedure, while the surgeon was dissecting nodes, a burn on the patient's bowel was noticed. Upon further inspection, the surgeon found a crack on the tip cover accessory of the monopolar curved scissors instrument. The instrument was removed and the tip cover was replaced. The bowel was repaired by over sewing the burn and the procedure was completed with an approximate delay of one hour. No additional patient harm, adverse outcome or injury was reported. The following medwatch report listed below was also sent to the FDA as it relates to this event. # 2955842-2007-00495.